Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the patient's onetouch ultra2 meter read did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that the alleged meter issue began on (B)(6) 2014 at 2:30 am. Prior to the alleged meter issue, the patient managed his diabetes with 100 units of novolog 70/30 insulin twice daily. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter stated that the patient did not develop any symptoms; however, he attended ER at 3:00 am the same morning where his blood glucose was tested (the result was "89 mg/dl") and he received treatment in the form of blood work, EKG and he was advised to reduce his insulin dose from 100 to 50 units twice daily. At the time of troubleshooting, the csr noted that the correct test strips were being used, the test strips were not identified as counterfeit, the subject meter was not being used for the first time and there was no indication of product misuse. During walk-through troubleshooting, the csr also noted that the subject meter did not turn on when the power button was pressed and the correct replacement battery had been inserted. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury and the patient did not receive treatment for a severe high or low blood glucose excursion. The alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2014). The patient¿s meter has been returned on 11/12/2014 and evaluated by life scan product analysis on 12/10/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. In addition, a secondary issue was noted when the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.